Manufacturer narrative:
(B)(4). Eval, results and conclusion: (interaction of device with guidewire, poba and ivus), (stent deformation).

Manufacturer narrative:
(B)(4)

Event description:
One endeavor sprint rapid exchange drug eluting stent diameter 3.5 mm, length 24 mm was deployed in the mid rca during index procedure after predilation. Lesion was postdilated resulting in 0% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. Following stent deployment the guidewire was removed and reinserted into the vessel. During reinsertion the wire got caught on a stent strut. Subsequent ballooning and use of an ivus catheter caused the stent to become deformed. The deformed stent was then crushed to the vessel wall by a cypher stent. The investigator reports that there was no causal relationship between the event and the product or zotarolimus. However, there is reported to be a relationship between the event and the procedure. No health hazard was caused to the pt. No add'l clinical sequelae were reported.